Manufacturer narrative:
The ldhi2 reagent lot number was 783155 with an expiration date of 28-feb-2025. The field service engineer (fse) found no issue with the rinse tubes or rinse volume. The fse found an issue with the gear pump head and replaced it. The gear pump was primed and the pressure was adjusted. An air purge was performed; mechanism checks and qc results were acceptable. The customer had no further issues after the service visit. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lactate dehydrogenase acc. Ifcc ver.2 (ldhi2) on a cobas 8000 c 702 module. The initial result was 188.4 u/l. The repeat result was 278 u/l.